Manufacturer narrative:
Correction provided in e.1. Three opened 23 gauge (ga) trocar assemblies in a tray were received for the report of the valved puncture does not have a self closing function. The returned samples #1 and #3 were visually inspected and were found to be non-conforming with cut septum's. Sample #2 was visually inspected and was found to have an overlapped and cut septum. Leak testing could not be performed due to the damage of the samples. The photos attached to the parent complaint were reviewed by the manufacturing site. The exact root cause for this complaint is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report of the valved puncture does not have a self closing function; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. The photos are of a pak label and a handwritten note, the reported product and lot information is confirmed. Because a sample was not received at the manufacturing site and the device history record review indicated that the product was processed and released according to the product¿s acceptance criteria, the exact root cause for this complaint is unknown. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the valved trocar leaked during a procedure. There was no impact to the patient.